Event description:
In 2008, the patient reported that he was diagnosed with ketoacidosis three times in the past two months, and he was hospitalized twice. He stated that on one occasion, the last week of may or the first week of the previous month, he was wearing his infusion device (he was not able to provide the serial number of the device) and he believes the piston rod was the issue. The patient was using injection therapy during the other two events. He stated that he is currently using injection therapy. On approx two months prior to original date, the patient reported being hospitalized and stated it was not diabetes related. The patient will return the piston rods of both infusion devices because he is unsure which infusion device was in use at the time of the event.